Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibration anomaly. The customer's blood glucose level was unknown. The customer was assisted with the self test and the insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor. The audio tone or vibrate feature on the device functioned properly during testing. No audio or vibrate anomaly noted during testing.